Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 600+ mg/dl. Advised customer to do a complete set change as soon as possible. Advised discontinuation of the insulin pump. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.